Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the clinic with visual changes and pain behind his eyes. A head CT scan was performed, and showed a small ischemic stroke. No pump power increases noted. Upon discharge post-implantation of the pump, approximately 15 days prior to the event, the patient's ldh was 278. The pt was also experiencing low flow and suction events and dizziness when standing or walking. An electrocardiogram (ECG) was performed and showed sustained ventricular tachycardia (vt). Electrophysiology was consulted and the pt's pump speed was adjusted. An automatic implantable cardioverter defibrillator (aicd) implant was scheduled for this admission. The pt remains ongoing.

Manufacturer narrative:
The specific causes for the reported ischemic stroke, low flows, and pi events could not be conclusively determined as the lvad remained in use. A submitted log file from the time of the reported event contained approximately 5 days of data, which captured intermittent pi events; however, the pump operating parameters were relatively normal throughout the log file and no adverse alarms were captured in the log file. A specific cause for the pi events could not be determined. The patient remained ongoing on lvad support for another 10½ months and was routinely transplanted on (B)(6) 2014. The hospital reported that the pump was functioning as intended and would therefore not be returned to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.